Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced a ce infusor that over infused. The device was prepared for an infusion duration of 48 hours and contained midazolam 80 mg, allopurinol 20 mg, and morfina cloridato 120mg (dilution with 52 ml glucose 5%). The device was being used for palliative sedation. The access was done under the patient¿s skin with a needle. The device was found to be empty after 12 hours from when the device was connected to the patient. The patient experienced feeling profoundly sedated and had a peak fever of 37.8. The doctor decided to not reconnect the patient with an infusor and would instead treat the patient as needed for pain. Two days later, another infusor was connected and the therapy was completed without issues. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.